Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation:the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The back light feature functions properly and no back light anomaly noted. The insulin pump was received with max bolus set to 10.0 units, set max bolus to 2 5.0 unit, the insulin pump was able to program and deliver tests boluses greater than 10.0 units; no bolus anomaly noted. No unexpected humming noise anomaly noted during bolus and basal delivery. The insulin pump communicated properly with the test blood glucose meter; no pump meter communication anomaly noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for biting her tongue in half from a seizure. The customer had a low blood glucose event due to over-bolusing. The customer had been having high and low blood glucose events for the past three to six months. The customer would treat with boluses and then her blood glucose would bottom out. The customer stated that her insulin pump would make a noise while delivering, and that the device would not properly link with her meter and provide a full bolus exceeding 10 units. The customer had a high blood glucose of 441 mg/dl at the time of call. The customer experienced headaches as a result of the hyperglycemia. Troubleshooting was initiated and the drive support cap appeared flushed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.